Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-58940.

Event description:
A customer reported an explanted intraocular lens due to blurry vision, incorrect measurement (miscalculation) and spherical corrections in the unknown eye of a patient, after surgery.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the results of this investigation, the reported event cannot be confirmed. Service history was reviewed for the aberrometer. No service record relevant to the complaint reported event was found. Per the service installation and service procedure, all surgical systems are verified to meet specifications after installation and customer-initiated servicing is completed in accordance with the applicable protocol. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).